Event description:
A user facility reported that they experienced leaking with a disposable administration set. The leak occurred shortly after the start (within 2 hours) of a chemotherapy treatment. There was no injury reported.